Event description:
Customer reported a pump module alarmed for communication or channel error three times during an emergency open case. Customer reported no lights were lit on the top of the pump module at the time of the alarm. The channel had to be disconnected and reconnected each time to get the pc unit to recognize the pump module. He stated the pump module was on the far right of the pc unit. There was no reported pt harm and no additional pt event info was available.

Manufacturer narrative:
(B)(4). The device(s) have been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.